Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Visual inspection of the returned device found it to exhibit signs of repeated use (nicked and gouged) and the impactor head is fractured down in the middle. Two pieces of the rail have fractured off and all pieces were not returned. The returned handle sheath that holds the bolt has fractured at the weld. All pieces were returned. Nylon lock was not returned. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with a zrm in which an overload fracture failure mode was identified. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The reported has therefore been in the field for approximately 12+ years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H6: mechanical (g04) - impactor. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial femoral impactor broke. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.